Manufacturer narrative:
Product complaint #: (B)(4). Additional information was received that indicated this event does not meet reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what are the lot numbers for all products involved in the clinical trial? Name/code lot quantity(box) expire date: sxmd2b406 mdvf530 1 2021-11-30; vcp752d kk6532 1 2021-08-31; vcp739d lc7042 1 2022-02-28; anx12 kch427 1 2018-02-28. What layer of tissue was being used or closed? Mascular layer, adipose layer, skin. Was the end-user a new user of this product? No. Was the device or product used for the intended purpose? Yes. Was there any adverse patient consequence? No. If there was any patient impact (additional treatment required etc.) And/or problem (prolonged surgery etc.) Due to the non-conformance reported? No. Did they have formal training on the use of these devices? Yes. Was the sales rep present during the procedure? Yes. Was the defective device saved for evaluation? No. Are there sterile samples from the reported finished goods lot available and be returned for testing? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain the reason that patient action was to take vancomycin? Did the patient have infection? Please describe what the patient event? Please describe what was the event related to the blood routine?

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and topical skin adhesive was used. On (B)(6) 2017 it was reported that the patient possibly developed an infection. Reported that white blood cell increment, red blood cell increment, monocytes increment. The severity was moderate. The patient was treated with medication therapy. The event resolved with treatment. The event was possibly related to the device, however was probably related to the surgical procedure. Additional information was requested.